Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized was (B)(6) 2017. The customer reported that she went to the hospital due to high blood glucose of 432 mg/dl. She stated the hospital suspended the insulin pump use and put her on a drip. She went home and when she woke up the blood glucose was at 500 mg/dl and something. The customer was wearing the insulin pump at time of hospitalization. The insulin pump will not be returned for analysis.